Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported the device was spitting clips. The clips were retrieved. The device was used to complete the case. The device came from ftr72, lot number l48w7g. There was no consequence to the pt.